Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0mrdg, implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
A patient indicated for urinary dysfunction and gastrointestinal/pelvic floor reported they had their system replaced in (B)(6) 2015 because their lead "coke in half." No further information regarding symptoms, troubleshooting, or other event details was provided. Further follow up is being conducted to obtain additional information. A follow up report will be sent if additional information is received.